Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was removed later that same day due to the lens tore during delivery into the eye. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.